Manufacturer narrative:
Correction: lot #; device manufacture date.

Manufacturer narrative:
The user facility refused to return the suspect medical device to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the needle holder without showing any abnormalities. The case will be closed from olympus side with no further actions but may be reopened if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available at a later time. Then, this report will be updated. In addition, the event/incident will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a laparoscopic hysteromyomectomy procedure, it was noticed that the stationary jaw of the needle holder had broken off inside the patient's body cavity. The fragment was not retrieved since it could not be located endoscopically. The intended procedure was completed with the same set of equipment and there was no report about an adverse event or patient injury. The day after the procedure the patient was informed about the incident and it was confirmed by x-ray that the fragment still remains inside the left lower quadrant of her abdomen. The patient was reportedly transferred to another hospital for retrieval of the fragment. No further information was provided.